Event description:
The customer reported that she received a prime rewind alarm on her insulin pump, and insulin was squirting out of the needle during the manual prime process. Her blood glucose was 104 mg/dl. During troubleshooting, the customer stated she had hit the insulin pump against a copier. She also stated the drive support cap appeared normal, and the customer did not press the cap while connected. She was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump passed the reset error test. No unexpected reset was noted during testing. The insulin pump was received with a cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked battery tube threads, cracked case at display window corners, minor scratches on the display window and a cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.